Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the healthcare provider was unable to remove the needle from the catheter due to the catheter sticking upon insertion. To resolve the issue, a 20g IV was used during synchronized cardioversion. The customer states that there was minimal/temporary harm to the patient. No further information available at this time.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.